Event description:
It was reported that during a pta treatment procedure to dilate a long, 75% stenotic lesion in an a-v graft, the balloon detached from the catheter. The physician had taken the balloon catheter in and out of the graft several times. Each time the balloon was advanced to the target lesion and was inflated to 22-23 atm (rated burst pressure= 15 atm's). While withdrawing the balloon catheter out through the sheath for probably the third time, it become stuck and then the balloon detached from the catheter. The physician was able to remove the balloon, catheter and sheath together, keeping the detached balloon material wihtin the sheath. Access was maintained with a guide wire. Another sheath was inserted. The procedure was successfully completed using an another balloon catheter. No patient injury or complications were reported.